Event description:
Pt expired in 2000. Cause of death determined by medical examiner to be heart failure. Family recently had deceased body exhumed and has initiated litigation alleging the cause of death may somehow have been associated with mammary implants that the pt had implanted just a few weeks prior to death. According to the complaint for damages, the breast implants were missing from the body when it was exhumed. There are several other persons and companies named in the law suit as possibly contributing to, or causing the death, including: physicians who prescribed medications for the deceased; pharmacists who filled the prescriptions; the pharmacy where the prescriptions were filled; and the physician who performed augmentation mammoplasty. Inamed's approach to compliance is to resolve all doubt in favor of reporting.